Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
It was reported the patient developed an infection. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 5086mri implantable pacing lead, implanted: 2013-(B)(6), explanted: 2013-(B)(6); product ID 5086mri implantable pacing lead implanted: 2013-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.